Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave 31 mm ous catheter was selected for use. The procedure progressed as expected and without incident, during which the physician administered a total of 92 pulses. Subsequently, the patient developed atrial fibrillation, requiring cardioversion. No apparent complications were reported following the intervention. Two days later, it was reported that the patient experienced kidney failure; however, the patient was reported to be doing well. No device related issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, as it was disposed of. It was further reported that a nephrology consultation was conducted. The patient presented with polyuric renal failure and was hemodynamically stable. Conservative treatment was initiated. Daily laboratory tests were performed, and the patient was kept well-hydrated at all times. The patient was discharged two days after the procedure and is considered fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave 31 mm ous catheter was selected for use. The procedure progressed as expected and without incident, during which the physician administered a total of 92 pulses. Subsequently, the patient developed atrial fibrillation, requiring cardioversion. No apparent complications were reported following the intervention. Two days later, it was reported that the patient experienced kidney failure; however, the patient was reported to be doing well. No device related issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, as it was disposed of.